Event description:
A beckman coulter representative, within quality control, reported elevated cortisol results for true samples and controls involving dsl 7800 active cortisol. The elevated results did not correlate with alternate methodologies. There was no patient impact. There was no patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Investigation confirmed dsl-10-2000 produced results 2 to 4 times higher compared to other test analyses. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.